Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-06336. All information can be found under manufacturer report number 1416980-2023-06336. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked at the drip chamber. This was discovered after priming before starting patient therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.